Manufacturer narrative:
Device was used for treatment, not diagnosis. Age or date of birth, weight, ethnicity: patient age at time of event, weight and ethnicity and race were not provided for reporting. Brand name, common device name, procode, MFR, lot #, part #, UDI #: this report is for ((B)(6) brand plastic extra wide 40 quilt ap, (B)(4)). Device is not distributed in the united states, but is similar to device marketed in the USA (bab plastic assorted 20s USA (B)(4)). (B)(4). Exp date = 31-dec-2021. Lot number = (10)190102a. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: unknown blood pressure table & unknown dosage. Device evaluated by MFR, manufacture date: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. Report source: device is not distributed in the united states, but is similar to device marketed in the USA (bab plastic assorted 20s USA (B)(4)). This is one of six medwatches being submitted as three (B)(6) brand plastic extra wide & three (B)(6) clear strips were involved in this event. See medwatch 1000599868-2019-00002, 1000599868-2019-00003, 1000599868-2019-00004, 1000599868-2019-00005, 1000599868-2019-00006. The same patient is represented in each. Upon updated information from the manufacturing site, lot number 190102a is manufactured in (B)(4). The initial emdr was submitted under a (B)(4) mfg number 8041154-2019-00053. (B)(4) mfg number 8041154-2019-00053 is considered voided, all information regarding this event will reside in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer called to report an event while using (B)(6) brand plastic extra wide. The consumer stated he had a legion on his throat and used (B)(6) brand plastic extra wide. The consumer had difficulty removing the product. The consumer stated that his skin was irritated and inflamed. The consumer sought medical attention from his health care provider (hcp). The consumer was prescribed elocon ointment to treat the symptoms. The symptoms have resolved. The hcp recommended a biopsy for his pre-existing lesion. This is one of six medwatches being submitted as three (B)(6) brand plastic extra wide & three band-aid clear strips were involved in this event. See medwatch 1000599868-2019-00002, 1000599868-2019-00003, 1000599868-2019-00004, 1000599868-2019-00005, 1000599868-2019-00006. The same patient is represented in each.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on january 2, 2019. This is six of six follow-up medwatches being submitted as three band-aid clear strips & three band aid brand plastic extra wide were involved in this event. See medwatch 1000599868-2019-00002, 1000599868-2019-00003, 1000599868-2019-00004, 1000599868-2019-00005, 1000599868-2019-00006. The same patient is represented in each. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.